Event description:
It was reported that during prep, prior to surgery, the motor device "got hot". The reporter stated that the patient was not in the room at the time of the event and there were no burns to the user. There were no delays to the planned surgical procedure. The surgery was performed with another spare motor device as a spare identical device was not available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.